Event description:
It was reported that a farawave 2.0 nav catheter while was opened, noted a misshaped (crushed) on the flush port. The device was not used and the procedure completed using an alternate device. No patient complications occurred. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Images from the field were provided, the images provided show evidence of the deformed flush luer. The farawave was visually inspected upon return for any damage or defects that could have contributed to the damaged/defective luer issues experienced. Observations of an misshapen flush luer were noted. A syringe was attempted to attach to the flush port luer and did not fit. It was noticed that the inner cavity of the flush port luer was ovular. The catheter flush luer was examined under the microscope to look for any abnormalities that might have contributed to the observed deformation. No abnormalities were noted that may have contributed to the observed deformation. Some cracks were noted on the side of the flush luer, but it is unclear on if this contributes to the misshapen flush luers. The returned catheter was connected to the farawave automated leak tester to analyze the pressure and flow values, both the leak and flow tests passed as per the test specifications seen.

Event description:
It was reported that a farawave 2.0 nav catheter while was opened, noted a misshaped (crushed) on the flush port. The device was not used and the procedure completed using an alternate device. No patient complications occurred. The catheter is expected to be returned for analysis.